Event description:
Medtronic (covidien) received report that there was flattening of the pipeline device in its middle third. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for analysis; therefore, the event cause could not be determined.